Manufacturer narrative:
Patient's weight updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient had not seen a doctor since "dr. (B)(6) or whoever didn't think he was good enough to talk to me [the patient] and they replaced it and the doctor that replaced it wanted to do an MRI and I [the patient] got pissed and left". The patient reported their stimulator was replaced due to a fall down their basement steps at that time, and "it shifted or something". No further complications were reported or anticipated.